Event description:
In 2005, the lay patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The patient obtained results of 146 mg/dl on the reported meter compared to a laboratory result of 100 mg/dl obtained 11 to 20 minutes of each other. The patient received no medical attention at the time of concern. The customer service agent (csa) walked the patient through 2 consecutive control solution tests; both results fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.